Event description:
Customer reported that the buttons became unresponsive during a bolus. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. Insulin pump received with cracked battery tube threads, minor scratches on lcd window and stripped battery cap coin slot.